Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) as well as a single shock for an atrial driven rhythm. It was also reported that rhythm acceleration was observed on an episode during in office review. The physician performed an atrial ablation procedure in which the atrio ventricular delay appeared shorter. Technical services (ts) was consulted and confirmed this could be due to the ablation occurring at the same time as the pacing. Programming enhancements were performed. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to section h device manufacturers only, field h6 patient code.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) as well as a single shock for an atrial driven rhythm. It was also reported that rhythm acceleration was observed on an episode during in office review. The physician performed an atrial ablation procedure in which the atrio ventricular delay appeared shorter. Technical services (ts) was consulted and confirmed this could be due to the ablation occurring at the same time as the pacing. Programming enhancements were performed. No additional adverse patient effects were reported. This device remains in service.